Event description:
It was reported that during use the bd safetyglide¿ needle had a safety mechanisms that was difficult to engage. The following information was provided by the initial reporter: I have noticed that the safety on these are very flimsy to the point the needle started to bend as I was trying to put the safety up.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the bd safetyglide¿ needle had a safety mechanisms that was difficult to engage. The following information was provided by the initial reporter: I have noticed that the safety on these are very flimsy to the point the needle started to bend as I was trying to put the safety up.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-dec-2022. H6: investigation summary: three hundred sealed samples received by our quality team for investigation. Two hundred needles from batch regq4063 and one hundred from batch regq4058. Eighty representative samples were chosen, upon visual evaluation no defects or issues observed on the needles, no bent needles observed. The safety mechanism was activated to each sample and worked properly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.